Manufacturer narrative:
Customer used venipuncture blood for inratio testing. Per product user guide, "use only fresh capillary blood for testing." This may contribute to inaccurate inr or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio meter = 3.4, reference = 2.9, mean = 3.15, confidence limits = 1.9 - 4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Previous investigation of strip lot 234523 from a previous case met accuracy criteria. No further investigation is required.

Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2010, inratio: 3.4, lab: 2.9. Patient's target therapeutic range is 2.0-3.0. Blood was obtained by venipuncture for both tests within one minute of each other.